Manufacturer narrative:
The hbsag reagent lot number was 835000 with an expiration date of 31-aug-2026. The sipper probes were found to be misadjusted. The gear pump head, syringe seal, and measuring cells were overdue for replacement. The investigation determined the issue was consistent with missing service maintenance (replacement of gear pump head, syringe seal, and measuring cells).

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the elecsys hbsag ii assay on a cobas 6000 e601 module. The affected patient samples initially had positive hbsag results. The results did not agree with the medical condition of the patients. The affected samples were repeated and the hbsag results were negative. The repeat results were deemed correct. No specific patient data was provided.